Manufacturer narrative:
The device was returned to zoll canada for evaluation. The reported problem could not be duplicated during evaluation of the device including introducing the device to environmental stress and vibration. The device log was reviewed and it's clear that there is an intermittent connection between the multifunction cable (mfc) and the device. The device passed all testing uding a test mfc cable. The mfc cable was not returned for evaluation. The defib receptacle and the mfc were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor an 89-year-old male patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.